Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method was used during a procedure. Procedure date is unknown. According to the complainant, the guidewire coiled and made it difficult to pass. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date since the physician cannot provide the information without patient information. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of wire unraveled. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.